Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, during loading, the capsule guide tube was ¿milked¿ off. It was reported that the capsule guide tube was stuck on the capsule and could not be removed and that it was clamped. The load was inspected and was determined to be a good load. During attempted implant, the valve was recaptured once due to a high position. Following recapture, the delivery catheter system (dcs) would not deploy the valve and would not fully close. The deployment knob was turned, but the capsule did not respond and was noted to be a bit "crunch". It was noted that end cap separation did not occur. It was considered that when the capsule guide tube was ¿milked¿ off during loading, tension was addedto the system. The system was withdrawn and a new valve and dcs were used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: five media files were provided for review. Fluoroscopic valve load inspection was provided and a misload is suspected. It appears that there is an unusual appearance near the outflow area of the valve. If a misload is confirmed the misloaded valve and delivery catheter system (dcs) must not be used and new sterile components must be used. In this case, the misload was not identified and the valve was attempted to be deployed which most likely led to the issues reported above. The patient¿s executive summary was not provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were provided that confirmed a misload occurred. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the reported misload prior to introduction to the patient. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a failure to meet manufacturing specifications. Historically, high forces in the system may result in being unable to deploy the valve. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, the valve was misloaded but was not exchanged before implant. In this case, the misload was not identified and the valve was attempted to be deployed which most likely led to the issues reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.